Manufacturer narrative:
A getinge service representative reported that the getinge authorized distributor performed all the tests and controls according to the manufacturer's instructions at different stages. First, software controls were carried out and then internal checks. From these checks, the fault was associated, according to the error code, with the communication between the monitor (display) and the main board (cpu) of the equipment. A visual inspection of the state of the referred ports and their connection was carried out, and after inspecting and controlling what is indicated by the factory, the electronic boards were assembled to their respective ports. The iabp was then put into operation and the result was positive. The iabp was working, pumping at 80 bpm during the entire charge of the battery pack, to test their autonomy and the result was positive (within the factory protocol). The tests indicated by the software were carried out, all of which result within the factory protocol. The iabp was connected to the 220 vac network and was tested for 72 continuous hours of work at 80 bpm. The result were satisfactory. All the steps previously mentioned were done in agreement with the manufacturer. No parts were replaced in this service. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown after the patient was transferred to post-op after surgery. The iabp was restarted and therapy continued. No patient harm, serious injury or adverse event was reported. Additional information on event: the customer indicated that in different test, the device present with recurring failure when connected to cable ac or batteries and in at times present with an audible alarm and the device turns off.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown after the patient was transferred to post-op after surgery. The iabp was restarted and therapy continued. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown after the patient was transferred to post-op after surgery. The iabp was restarted and therapy continued. No patient harm, serious injury or adverse event was reported. Additional information on event: the customer indicated that in different test, the device present with recurring failure when connected to cable ac or batteries and in at times present with an audible alarm and the device turns off.

Manufacturer narrative:
Correction to h10 of initial MDR: the production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge engineer is assisting the authorized distributor with troubleshooting the iabp and has determined that there is a loss of communications from the monitor keypad controller board. The keypad controller board will be replaced, and we will submit a supplemental report when the repairs are completed.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown after the patient was transferred to post-op after surgery. The iabp was restarted and therapy continued. No patient harm, serious injury or adverse event was reported.